Manufacturer narrative:
Correction to: h6-component code = 841. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing issues observed during the on-site visit, and a device was found with blood still remaining on the tip. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The event can be detected and/or prevented by following the instructions for use which state: according to the instruction manual for gf-uct180, the reprocessing procedures are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrovideoscope was reprocessed incorrectly. An olympus employee observed the gastrovideoscope hung up in the storage cabinet with a visible bloody distal tip. The event was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.